Manufacturer narrative:
Analysis found that motor froze and corroded. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported that the handpiece overheated suddenly, became warm and made a buzzing noise during procedure. The handpiece was broken. A manual technique was used to complete the procedure. There was no patient complications.